Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a primary infusion of 1000ml of an unspecified solution and a secondary infusion of 100ml of cefazolin programmed to infuse at 100ml/h was noted to infuse 50ml of the cefazolin within 10 minutes. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a possible over-infusion could not be confirmed. According to the pcu event log, at 12:27pm on (B)(6) 2016 cefazolin 1gram/50ml was programmed to infuse with a rate of 100 ml/hr and a vtbi of 50 ml. At 12:35 pm the infusion was paused and the device was channeled off. The log recorded a total calculated volume infused of 10.742ml. Testing found the module to be infusing within specifications. External and internal inspections revealed no issues related to the reported event. The administration set used during the event was not received for analysis. The root cause of the infusion completing faster than expected was not determined.